Event description:
Customer's family member reported that the customer was unable to check his blood glucose levels because of his adc blood glucose meter turns on and off after strip insertion. The caller further reported that the customer subsequently experienced lost of consciousness and almost went to a coma. Paramedics were called and responded. Customer blood glucose level was tested with their meter and received a reading of 31 mg/dl. Customer was treated with glucose (unspecified route), food, and soda. Customer was not transported to a health care facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. The meter powered on with button and with insertion of both cal bar and strips. Did not observe meter turn off after cal bar or strips were inserted. All functional test results were within range specification. No errors were observed during control solution testing.